Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-06199, 1627487-2016-06200 & 1627487-2016-06202. Follow up identified the patient had her entire scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-06199, 1627487-2016-06200 & 1627487-2016-06202. It was reported the patient was in a car accident and since the patient experiences uncomfortable stimulation in her face when her supra-orbital (off-label) leads are turned on. Diagnostics of the patient's scs system indicated some lead contacts with invalid impedances and some contacts with low impedances. Surgical intervention may be taken to address the issue.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-06199, 1627487-2016-06200 & 1627487-2016-06202.